Event description:
This resident being transferred from wheelchair to bed with c-3 lift. Began to tip/slide backwards, head first. Nursing asst caught the resident but he did hit head on floor. Minimal bleeding from nickel-size area on back of head. After analysis of accident the staff discovered that positioning of the sling bar determines balance of the resident, and that the hook of the sling bar must be away from the resident.